Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the physician was not aware of the patient having any complications during operating room post-procedure. Per the physician, no additional information is available.